Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file shows that during the analysis, both segments matched ventricular fibrillation, which would normally be considered a shockable rhythm by the analysis algorithm. However, this device has the shock conversion estimator (sce) function enabled which can override a shockability decision under certain circumstances. The sce function looks at the waveform spectrally and determines its probability to be converted to an organized rhythm. In this case, the sce determined that this rhythm was unlikely to be converted with cardioversion and it altered the algorithm's decision and changed the analysis result to "no shock advised". The investigation concluded that the device met specifications and performed as designed. Analysis of reports of this type has not identified an increase in trend.